Manufacturer narrative:
It was reported that the syringe draws in an "abundance of air" when attempting to draw up "more than" 0.5ml into the syringe. According to the reporting facility, they felt as though "the plunger is too small for the syringe itself." No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Eight (8) samples in new condition were returned for evaluation. Functional testing confirmed the reported problem/issue as an excessive amount of air was observed to be visible inside the syringe barrel while drawing fluids. A greater volume of fluid was drawn into tested samples and the root cause was determined to be a defective syringe plunger that did not allow the desired volume of fluids to be drawn in. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the syringe draws in an "abundance of air."